Event description:
A (B)(6), male, pt, called zoll customer support to report that his monitor wouldn't power up past the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power up past the splash screen and was constantly resetting. The cause for the monitor resets was isolated to intermittent bga joints on the digital signal processor (dsp) u500 on the monitor c/a board. The root cause for the intermittent bga connections could not be positively identified, but the damage was likely caused by excessive stress on the c/a board. No adverse event resulted from the intermittent u500 component.